Event description:
During an inventory inspection at the hospital on (B) (6) 2008, the sales representative noted that the rod caliper ii was broken. No specific malfunction was communicated. Upon examination of the returned part during complaint investigation on (B) (6) 2009, it was found that the arm hinge screw was sheared off with a portion of the screw missing. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
There was no patient involvement. The results of the device history record review indicates the part met specification. Visual examination of the returned instrument indicates a hinge screw has sheared off. An engineering investigation resulted in adding a mechanical lock to the screws in december 2006. The investigation determined the part was manufactured prior to the change.